Event description:
It was reported that the patient experienced persistent high blood glucose, with cgm showing ¿high¿ and a confirmatory glucometer reading of 500 mg/dl, despite changing the infusion set and related supplies and noting no abnormalities; cgm used was dexcom g7 and the infusion set was an inset placed on the abdomen. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available, the device problem could not be characterized due to insufficient information, and the device component involved could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.